Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the high voltage (hv) portion of the right ventricular lead was oversensing. The electrogram (egm) and weekly remote monitoring transmissions showed continued short v-v episodes. Noise was also reported and a lead fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.